Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s daughter (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an apply sample message/indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 at 7am. The patient manages her diabetes with insulin and oral medication; however, it is not clear what action the patient took in regards to her regimen after the alleged meter issue occurred. The reporter denied the patient developed any symptoms as a result of the alleged meter issue. According to the csr¿s documentation, at 7:45am, the patient reportedly tested her blood glucose with her daughter¿s meter (¿311 mg/dl¿) and at 10am, the patient¿s physician advised (via phone) for an additional 6 units of insulin (total of 12 units of insulin) be administered as treatment. At the time of troubleshooting, the csr verified the patient was using the correct test strips and technique at the time the alleged issue occurred, the test strip completely drew in the sample, the patient was not using the lfs product for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 and 2 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.